Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, 'feathering' was noticed on the patient's anterior capsule. The surgeon performed yag capsulotomy of the anterior capsule. Additional information was requested.